Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Following investigation, the manufacturers report concludes that the metal transfer from the cup to the insert has indicated that insert was misaligned within the shell. This misalignment together with the falls of the patient has been identified as the most likely reason for the fracture of the insert. Abrasions on the polished surface of the head indicate intensive contact with the fragments of the broken insert over a longer time prior to the revision surgery. There was no indication of any pre existing material defect. The complaint was found to be unjustified with the root cause being user error. The returned product will be retained in archive for future reference unless the complainant specifically requests its return. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised due to ceramic insert fracture. Primary surgery performed (B)(6) 2010. Patient is active female. She reported several falls, but did not experience any difficulties. Fracture according to patient happened when she reacted on subject falling down to her lower leg. She then made quick "kick" lateraly.